Event description:
It was reported by the patient, that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. No additional information is available.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unknown, a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication, due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.